Manufacturer narrative:
Evaluated three random sealed reservoirs; performed pre-fill test to reservoirs and reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated two opened/used reservoirs; performed pre-fill reservoir and reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected locked in place properly. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that there were air bubbles in the reservoir. The customer's blood glucose reading was unknown at the time of incident.